Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient arrived at the clinic with a jolt that woke them from sleep. It was assumed that it was because of the implantable cardioverter defibrillator (ICD), however a device check confirmed that there was no ICD discharge. The patient was asymptomatic and had no audible alarms. The patient was awake, alert, oriented and ambulated without difficulty. There were no unusual events captured in the event log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported ¿jolt¿ could not be conclusively determined through this evaluation, and a direct correlation with the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The controller event log file contained events (B)(6) 2024. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction¿ and section 6, ¿patient care and management¿ of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 patient handbook is also currently available. The sections entitled ¿introduction¿ and ¿living with the heartmate 3¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.